Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error and a broken force sensor was detected during seating or regular delivery. The customer¿s blood glucose level was 120 mg/dl and took shot. The customer stated that they had critical pump error on the insulin pump screen. The customer stated that they had received pump error pump error before critical pump error and it started beeping. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error 35 noted in the pump history and critical pump error alarm and constant tone during testing due to moisture damaged electronic assembly on electrical board. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind, prime or seating, basic occlusion, occlusion, force sensor and displacement test due to critical pump error alarm.